Event description:
It was reported by the customer that a huber needle broke off at the y site. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of crack in the y-site hub is confirmed and the cause appeared to be supplier related. A 20ga x 3/4¿ w/y-site powerloc safety infusion set was returned for evaluation. The sample showed signs of use with contaminants inside the tubing, the safety mechanism is engaged, and the tubing is clamped. Injection end caps are attached to each hub. A longitudinally aligned crack is visible in the y-site adjacent to the molding knit line. The crack occurred adjacent to the weld line, a feature in the material that occurs during the molding of the y-site component. The device involved in the reported event is a supplied component, and the supplier has been notified of this event.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of asgsfc099 showed no other similar product complaint(s) from this batch number.

Event description:
It was reported by the customer that a huber needle broke off at the y site. No other information was provided.